Manufacturer narrative:
The device was expected to be returned to the philips repair bench. The device has not been received at the repair bench. No further information has been provided. Based on the information available, we were unable to replicate the reported problem. The reported problem was not confirmed but could not be ruled out due to the device not being returned for further evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that there was a speaker malfunction. It is unknown if the malfunction involved a loss of sound. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.